Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report is being filed to correct the outcomes attrib to adv event.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. The pacemaker was explanted and was reused as an external temporary pacing device. There were no additional adverse patient effects reported. The pacemaker remains in service. Additional information received indicates that the patient also had staphylococcus infection. There were no additional adverse patient effects reported. The pacemaker is no longer in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. The pacemaker was explanted and was reused as an external temporary pacing device. There were no additional adverse patient effects reported. The pacemaker remains in service.